Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and not returned and with the ceramic missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Functional testing cannot be performed due to that the instrument was returned with the cable cut off. The instrument was disassembled and evidence of the electrode was found on the active rod.

Event description:
It was reported that during a laparoscopic incision hernia procedure, the electrode separated from the jaws. A new device was used to complete the procedure. There was no patient impact.